Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 53 alarm noted during testing. However, pump error 53 alarm found in the pump history due to software error. Unit was received with scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not record the bolus in the bolus history. The customer's blood glucose reading was 121mg/dl at the time of incident. The product will be returned.